Event description:
It was reported that during the implant attempt, the lead had inconsistent threshold values. It was removed and replaced. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. X-ray photo showed the inner coil at connector pin being slightly over-torqued. This damage did not cause short between the coils and therefore did not contribute to the complaint reported for the field.